Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced dizziness and near syncope. The right ventricular lead had high threshold and intermittent loss of capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.